Event description:
It was reported that patient (pt) is trying to charge the implant, but they are not understanding how to use the equipment. The caller thought the therapy was off. The caller's speech was intermittently unclear and only portions of the conversation were understandable. The caller noted that they tried changed batteries in the pt programmer. Agent walked the caller thru using it to check the implantable neurostimulator (ins) and it was clear that the patient was not seeing the normal on/off screen, but it was unclear what they were seeing. Advised caller to move to the recharger. The caller started a recharger session and confirmed they were seeing all 8 boxes shaded across the bottom, but then reported they were seeing a battery with a number 4. The agent is unclear what the patient was seeing. The caller mentioned something about tremors and messaging healthcare provider (hcp).the caller reported that they did not have help at this time to use the equipment. The caller reported that they were tired, nauseous, and shaky and needed to end the call. Reviewed to contact the hcp to report the medical symptoms. The caller reported a historical event that they had to go to the ER because they could not close their mouth and their tremors were uncontrollable and a manufacturer representative (rep)  came in and told them that the therapy was off and that it was off the whole time. The caller reported that they were never showed how to use the equipment. Additional information was received from the healthcare provider indicating that the cause or contribute factor of the therapy being off remains unknown. However the issue was resolved on jan 9th and confirmed functionable on jan 13th by their office. The hcp also indicated that the cause of the communicator screen issue is unknown; to address the issue, patient and caretaker education was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.